Event description:
Physician reported that an orthadapt bioimplant had been used to bridge a gap as part of a rotator cuff repair. The orthadapt was explanted approximately 4-6 weeks post-implant.

Manufacturer narrative:
The cause of the event is unknown at this time, but is more than likely related to use of the orthadapt to bridge a gap, which is contraindicated in the instructions for use. The orthadapt bioimplant is not intended to replace normal body structures or provide the full mechanical strength to support tendon repair of the rotator cuff or other tendons. Additional information concerning this event was requested from the physician but has not been provided as of this report. The product was not returned to the manufacturer for evaluation. As a result, testing could not be performed. The model number and lot number were not reported and could not be determined as of this report.